Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer states they had gone into hypoglycemia due to pump giving to much insulin. The customer believes the pump is not malfunctioning, but rather the settings are wrong. The customer states they would be speaking with doctor over settings. No further assistance provided.